Event description:
On 28may2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2015.

Manufacturer narrative:
The immucor laboratory tested retention product on 04jun2015 and 10jun2015, which performed as expected. Immucor technical support used a remote electronic access method to assess the customer's on-site instrument on 28may2015 which confirmed the instrument interpretations of visually negative test wells. The immucor laboratory also received returned patient blood sample from the customer site to be tested. This immucor laboratory testing was performed on 05jun2015. The outcome of this immucor testing was that the customer's observations were reproduced.